Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable investigation analysis of electrode detached. Block h11: investigation results an orise proknife was received for analysis. Visual inspection identified that the catheter was kinked. Functional and microscopic examination determined that the device was returned without the electrode attached. The reported event could not be confirmed based on the available evidence. However, it is likely that procedural factors, such as the duration of use, power settings applied, handling technique, and/or tissue characteristics contributed to electrode damage. Continued use following the damage may have resulted in the electrode detachment. Based on the review of all available information, the most probable cause of the reported event is determined to be adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an orise proknife was used during an endoscopic submucosal dissection (esd) procedure on an unknown date. During the procedure, it was observed that the electrode failed to protrude when the handle was operated to the midway position. The device was removed from use and replaced with another orise proknife to complete the procedure. There were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results; the device returned without the electrode. Please see block h11 for full investigation details.